Manufacturer narrative:
Updated b4, g4, h6

Event description:
It was reported via the patient registry that a 23mm 3300tfx pericardial aortic valve was explanted after an implant duration of three (3) years, two (2) months due to aortic stenosis. The valve leaflets did not appear calcified or immobile. The explanted valve was replaced with a 25mm 11500a pericardial valve. The patient tolerated the procedure well with no immediate complications. The patient was discharged home on pod #10 in stable condition. Concomitant mitral valve replacement, tricuspid valve repair, and maze procedure were performed. The patient is a (B)(6)-year-old male with history of tricuspid regurgitation, chronic-diastolic nyha class 2 heart failure, severe pulmonary hypertension, ckd stage 3, essential hypertension, chronic atrial fibrillation, aki.